Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.00mm x 15mm maverick? Balloon catheter was advanced for dilatation. However, during inflation the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient condition was good post procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by MFR: an fg maverick 2 mr, 2.00mm x 15mm dilation catheter was returned for analysis. A visual and tactile inspection identified that the balloon was subjected to positive pressure and was returned in a deflated state. No kinks or damages on the hypotube shaft. A detailed microscopic examination of the balloon material identified no issues. The bumper tip was slightly flared. A microscopic examination of the distal and proximal markerbands identified no damage. No kinks or damages on the shaft polymer extrusion. A leakage testing was performed wherein the device was attached to an encore inflation device. The balloon was inflated to rated burst pressure of 12 atmospheres with no issues. The encore device verified before and after use using the druck gauge. No other device issues were identified during returned product analysis.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.00mm x 15mm maverick? Balloon catheter was advanced for dilatation. However, during inflation the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient condition was good post procedure.